Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. (B)(4). The manufacturer¿s international service technician confirmed the reported led (light emitting diode) issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested and cleaned.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the green led (light emitting diode) power switch had an illumination failure. There was no patient involvement. The event date was not specified; estimate used.